Event description:
Nurse was connecting secondary IV tubing line containing carboplatin to a primary normal saline IV tubing line; the blue cap connector for the secondary tubing broke loose and fluid was dripping from the connection site.